Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, the pump was reset, and the issue was resolved.